Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported "implant is damaged". Later healthcare professional reported "intracapsular rupture", "intense pain baker IV", and "12mm thickening of the fibrous capsule". This record is for the left side. Device remains implanted.